Event description:
A distributor in (B)(6) reported that the product label was missing from an rt212 adult inspiratory heated breathing circuit kit. The distributor observed the missing label during an inwards good inspection, prior to pt use.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned breathing circuit kit was visually examined for proper labeling. Results: the product label, which identifies the breathing circuit, was missing from the outside kit packaging. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted product label. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).